Manufacturer narrative:
This report is being updated to report additional information provided by the customer. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
Additional information provided by the customer: procedure being performed: ercp for the indication of: stent exchange, cholangiocarcinoma, and bile duct obstruction. The scratch to the patient's esophagus was described as mild and required no treatment. The patient's current condition is stable. The physician used two additional gif-h190 scopes to search for the cap after it fell off, and was unsuccessful in locating it with the gif scopes. The physician then searched the patient's mouth with his fingers until he found it.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A conclusive root cause of this event cannot be determined. Based on the results of the investigation, the cover was most likely attached improperly; or the cover had cracks and/or a pinhole. As a result of a historical data and trend analysis, the legal manufacturer presumes this event occurred in the following mechanism: the user performed suction while the distal end opening space was near the surface of mucosa, which caused the mucosa to be sucked into the cover. When the user tried to remove the device in this situation, the mucosa got damaged by the edge of the cover. The cover cracked at the tear-off line by inappropriate attachment of the cover to the device. When the distal end was pressed to the surface of mucosa, the mucosa got caught in the cracked cover and was damaged even though suction was not performed. The following instructions included in the operation manual may prevent the event: "important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions." "3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. The olympus sales rep for this account visited the facility to trouble shoot the problem reported. In speaking to the staff regarding the application of the distal cap prior to the procedures, it was identified there may have been user error involved. The user forcefully applied the caps. The staff was re-educated regarding the proper application of the cap, and there have been no further issues reported. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera iii duodenovideoscope, when the scope was being removed from the patient, the cap fell off into the patient's mouth (and was retrieved). There were minor scratches in the patient's esophagus the physician believes were caused by the scope. No medical or surgical intervention was required as a result of this occurrence. Multiple attempts were made to gather additional details regarding the patient and reported event with no response from the customer.